Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump was going to be revised since they could not do a refill.